Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) data could not be accessed because "the device interrogation time was before the device implant date." It was also reported that the implant date recorded in the registration database was one day earlier than the implant date indicated by the clinician. The device date was manually changed and it remains in use. No patient complications have been reported as a result of this event.